Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, no issue was found during the operational check, but an error code related to evt_press_sensor_mismatch (device software has detected a large pressure drop between the monitor and outlet pressure sensors) was found in the error log. The flow sensor was replaced to address the issue. Additionally, since a life-related smell was confirmed the muffler assembly was replaced and since dirt was confirmed the blower assembly was replaced. Both findings are not related to the reportable malfunction/issue.